Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose and symptoms of diabetes ketoacidosis. Unable to complete troubleshooting because the telephone call was disconnected. Customer called back stating she will be off the insulin pump for a few days and will call back when she gets back on the insulin pump.